Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2016-00162, since there is more than one device implicated. Evaluation summary: a male patient reported that had a problem with the [?]screw rod' of his humapen ergo ii device. He experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would detect a non-moving injection screw and ensure dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case reported by a consumer via patient support program (psp) with additional information from the initial reporter via psp concerned a (B)(6) male patient. Medical history included a stroke. Concomitant medications were not provided. The patient received human insulin (rdna origin) injections (humulin ) through a cartridge via reusable pen (humapen ergo ii) 12 (no units) each morning, 12 each evening for the treatment of diabetes mellitus beginning in 2010. In (B)(6) 2015 approximately five years after beginning human insulin he experienced gall stones due to this he was hospitalized. Dates of hospitalization or further details were not provided. He also experienced itching and red lumps symptoms on the body after injected insulin. He was not recovered from the event. Additionally on unspecified date he high blood glucose, his fasting blood glucose was 10-20 (no units provided) due to this he was hospitalized, he was hospitalized every year. Dates of hospitalization or further details were not provided. Additionally on unspecified date his first humapen ergo ii had a problem with the screw rod (lot. Unknown pc. 3657699) and had been replaced, and with the second humapen ergo ii the screw rod broke (lot. 1112d01 (B)(4)). Information regarding corrective treatment was unknown. Outcome for the remaining events was unknown. Insulin human treatment was continued. The operator of the humapen ergo ii and his/her training status was unknown. The general device and reported device duration of use was not provided but the started date was 2010. If device was returned, an evaluation would be performed to determine if a malfunction had occurred. The reporting consumer did not know if the events were related with the human insulin or the humapen ergo ii. Edit 23-dec-2015: upon internal review on 23-dec-2015, it was explained the term bid in narrative. No other changes were performed. Update 22-jan-2016: additional information was received on 12-jan-2016 from internal communication; it was stated that a follow up was attempt, however it was unsuccessful. No new information was added to the case. Update 04-feb-2016:information received on 25-jan-2016 stated reporter could not be contacted. No additional changes were done to the case. Update 17-feb-2016: information received on 06-feb-2016 stated reporter refused to be contacted. No additional changes were done to the case. Update 19-may-2016: additional information received in 09-may-2016 form the initial reporter. Added stroke as medical history. Added humapen ergo ii as suspect device. Added blood glucose increased as serious event. Updated narrative with new information. Update 16-jun-2016: follow up information received on 11-may-2016, included product complaint which was previously processed. No new adverse event information was added to the case. Update 29jun2016. Additional information received 28jun2016 from the product complaint safety database. To both device tabs added the device specific safety summaries (dsss), entered the european and canadian (EU/ca) device information, and entered the device medwatch information. To the second device tab changed improper use or storage to yes, malfunction to no, return date, and the manufacture date. The narrative was updated accordingly.